Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it was discarded by hospital. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, the two (2) flexible shafts did not go over the guide wire as designed to do, due to which another set needs to be opened to complete the procedure. There was no surgical delay. The procedure was successfully completed. Patient outcome was stable. Concomitant device reported: unknown guide wire (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0mm flexible shaft. This is report 2 of 2 for complaint (B)(4).